Manufacturer narrative:
(B)(4). Lot 14b052 was manufactured february 24, 2014 - february 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured. This occurred during or after filling with cefeprime and before patient use. There was no patient involvement. There is no additional information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.